Event description:
It was reported that the tip of the torque limiting crosslink driver was broken during surgery. All broken pieces were retrieved. There were no pt complications.

Manufacturer narrative:
The device was returned to medtronic for eval. Visual examination confirmed that half of the tip of the shaft is broken from the spring tab cutout location. A review of the device history records found no documentation to indicate a non-conformance to specification.